Event description:
A customer reported that the infusion valve was stuck and did not function properly. To resolve the issue, the infusion pressure was raised to 60mmhg. The surgical staff reported "beating on the valve" to get it to work. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).